Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod longer than 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. When removed from the infusion site, the pod's cannula was found bent. As treatment the patient removed the pod. The patient has discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.